Event description:
It was reported that the user experienced episodes of hypoglycemia and hyperglycemia while using the ilet, with troubleshooting and education completed, and treatment including oral glucose. Symptoms included low blood glucose and high blood glucose. Outcomes included transient physiological effects without long-term disability. Investigation included complaint handling and user education review. Investigation of this case revealed no confirmed device malfunction or component failure, and no device-related anomaly was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.